Event description:
Spontaneous email from cnss regarding pump asking to move the pushrod up and confirm the sensor; however, it only moves the pushrod slightly and it keeps going in circles. Sometimes reports a blockage. Changed the battery and still same errors. Pt had a backup pump and pharmacy replaced the malfunctioning pump sn (B)(4). Did the reported product fault occur while in use with a pt? Yes. Did the product issue cause or contribute to pt or clinical injury? No. Is the actual product available to be returned for investigation? Yes. Did we replace the device? Yes. Reported to (B)(6) by pt/caregiver.